Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the blender calibrated properly at 21% and 100%. When the span is checked from 100% to 21%, everything appears normal. When the blender knob is moved from 100% to 21% and then to 30% within a few seconds, the blender also appears normal. However, when the blender knob was moved from 100% gradually to 21% and then left at 21% for approximately five minutes and then moved to 30%, the output of the blender was very slow to change, around 15-20 seconds. This issue is both measured on the sipap o2 analyzer and with an external analyzer. When the blender was then increased to 40% and then 50%, the reaction time to change output was only a few seconds. The customer tried installing a new blender and experienced the same issue. The issue was traced to one of the pilot valves and/or the connectors, which were from a non-vyaire medical preventative maintenance kit. There was no patient harm associated with this issue.